Manufacturer narrative:
The complaint for leaflet damaged while capturing was confirmed with objective evidence based on the evaluation of the imaging provided. Available information suggests procedural factors (i.e., incorrect maneuvers) and imaging factors (i.e., inaccurate view planes) likely contributed to the event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, these events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal/precision IFU and training materials provide adequate instructions on device usage and optimization prior to release. These events will continue to be monitored, and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal in mitral position where after the initial implant the physicians decided to attempt a second device. However, after device closure on the second grasp the mr got worse. The mr went from baseline severe to moderate/severe, and after grasping multiple times without the ability to lower the mr, the patient was referred to (B)(6) for a second opinion. Once at (B)(6), the patient had a tee which revealed that there could have been a leaflet tear directly next to the initial implant due to the second device being close to a cleft. They chose to attempt a reintervention with mitraclip but were unsuccessful in having a meaningful reduction in mr and decided to refer the patient to surgery.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.